Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing. The ra lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.